Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 15-aug-2018 with the following findings: the battery compartment leaked due to a cracked pump case. There was moisture inside all internal pump: on display and on all boards. Unable to duplicate complaint for tactile changes to keypad buttons during investigation. There was no damage or peeling to keypad and all buttons were responsive. Keypad cover was removed, and there was no evidence of contamination on key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue: all keypad buttons under responsive with moisture behind the display lens. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue can result in inadvertent or incorrect insulin delivery or the inability to use the pump.